Manufacturer narrative:
A non-conformance review could not be performed because no valid lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. No actions are required at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that as it was time to administer bedtime medications, writer administered resident's medication through the peg tube as required. Resident was unsettled towards the end and writer discovered that the peg tube has been dislodged from its place. Multiple attempts to re-insert a new peg tube but unsuccessful. Md on call notified and gave an order to start nacl 0.9 % at 75 ml/hour if others are unable to re-insert the peg tub. Rn from another unit also tried but unsuccessful. So hdc initiated with nacl at the above rate as per md order. The customer stated no apparent harm. This did require tube replacement and exchange.